Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. The lead had presented with intermittent loss of capture at maximum outputs and diaphragmatic stimulation. The loss of capture was confirmed through a capture threshold testing. This lv lead was explanted and is now out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.